Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. With limited information the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported an incomplete flap on a superior hinge during a lasik procedure of the left eye. Reporter indicated the surgeon felt it seemed there was no energy from the hinge to the pupil margin during treatment. He did not force it open in order to avoid button holing. Otherwise nothing seemed out of the ordinary, he laid the flap down and will proceed with photo refractive keratectomy (prk) in a few weeks.